Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was observed on the right atrial (ra) lead, on recorded atrial arrhythmias, causing false/early termination of episodes and intermittent atrial/ventricular synchronizes pacing observed on the implantable pulse generator (ipg). Ra lead and ipg remain in use. No patient complications have been reported as a result of this event.